Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 21.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 because of patient dissatisfaction. There was no incision enlargement, vitrectomy, or sutures used. The replacement lens was a zlb00 21.5 diopter lens. Reportedly, there was no patient injury and the patient is doing good post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/12/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the return sample showed the product was damaged, most probably to make explant possible. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The product was inspected by a qualified inspector using a 12x magnification. It can be seen that the lens was dirty, no other anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.